Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Per the syringe packaging label: "not for oral use. Do not reshield used needles. Sterile. Do no reuse". Per the needle package labeling: "do not reshield used needles. Discard after single use. Sterile". Device not returned.

Event description:
It was reported that the customer received 4 boxes of cartridges that contained only 5 syringes. The customer was reported to be blind, but knew that the supplies were missing. The customer had been reusing the syringes to reload the cartridges and the customer suspected that this caused an infection and open wounds. Tandem technical support advised the customer that this is off-label use of the syringes and the customer understood. Reportedly, the customer's blood glucose (bg) level ranged from 300 up to 1000 mg/dl. The customer went to a clinic where the basal setting on the pump had been increased in an attempt to address the bg level. The customer did not have a backup insulin method and declined to reach out to a healthcare provider to receive another form of insulin therapy. On (B)(6) 2017, it was reported that the customer was going to the hospital due to the high bg; however, it could not be confirmed if the customer had been hospitalized. No additional information regarding the reported high bg/hospitalization was reported.